Event description:
It was reported that the patient arrived in the emergency room after cardiac arrest and required external pacing and intubation. The device was unable to be interrogated via telemetry. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.